Event description:
It was reported that a patient had been connected to the patient line of the cassette during the priming phase of peritoneal dialysis therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with the reported event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a use error, where the patient connected to the patient line during the prime phase of peritoneal dialysis patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.